Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer entered values of carbohydrate (carb) and blood glucose (bg) level for a bolus, the pump recommended too much insulin. Review of the pump settings with tandem's technical support indicated that the customer had entered the carb ratio incorrectly. Reportedly, the setting should be 1:4 and it was entered as 1:1.4 inadvertently. The customer corrected the setting and stated that bg level was not impacted.